Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high withing range impedance measurements. Further evaluation of the system was discussed. At this time, no changes were performed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that the impedance measurements reached high out of range values. Additionally, low amplitude was observed. Device migration is suspected; however, it has not been confirmed. Troubleshooting options and further evaluation of the patient were discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.